Event description:
It was reported that the patient was complaining of "jumping at her side" due to diaphragmatic stimulation from the left ventricular (lv) lead. The lv lead was reprogrammed and remains in use. The patient was a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced hiccuping.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID: bi-v ICD, d314trg, implanted: (B)(6) 2013. (B)(4).